Event description:
The hcp reported that the patient was admitted to the hospital for paralysis in her left leg. The physician was not sure if this was related to the patient's interstim device. A CT scan revealed no abnormalities. The patient was referred back to her regular follow-up physician and further information is being requested at this time.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.